Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the dermatome caused inadvertent injury to the patient while taking a skin harvest. Instead of gliding across the thigh, the dermatome took a chunk out of the thigh additional information received on (B)(6) 2016, stated that there was harm to the patient indicating an additional surgery and additional intervention. This delayed the procedure 30 minutes or more.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The initial medwatch was submitted as only an adverse event. However, the complaint is both an adverse event and a product problem. Should reflect an adverse event and product problem. Air dermatome, serial number (B)(4), was manufactured on june 2, 2005, and was over 11 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed minor cosmetic damage to the head and neck of the hand piece including scratches and nicks. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was not flush with the control bar. The control bar was low on the left hand side and obscured by the master blade. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer¿s hose and operated within motor speed specifications. The 4 inch width plate was significantly worn. The calibration was out of specification at all settings. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, hose, screwdriver, 4" width plate and o-ring. The service technician noted that the calibration settings from side to side were off and the control bar was below the master blade on one side. These could attribute to the reason for the complaint. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the dermatome caused inadvertent injury to a patient during the skin graft harvest. Instead of gliding across the thigh, the dermatome took a chunk out of the skin¿ was confirmed since during the repair the service technician noted that the calibration settings from side to side were off and the control bar was below the master blade on one side. While the service technician confirmed that the dermatome had the potential to inadvertently injure the patient during the skin graft harvest as the calibration settings from side to side were off and the control bar was below the master blade on one side, it is unknown with the information provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The device is over 11 years old and has not been previously repaired by zimmer biomet since (B)(6) 2010. The IFU states that ¿the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ air dermatome, serial number 108564, was repaired, tested and returned to the customer.

Manufacturer narrative:
Functional tests: repair of the air dermatome was performed by zimmer biomet surgical on october 21, 2016 which included replacement of the damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, hose, screwdriver, 4" width plate and o-ring. The service technician noted that the calibration settings from side to side were off and the control bar was below the master blade on one side. These could attribute to the reason for the complaint. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Prior to repair, the device operated within motor speed specifications but was outside calibration and side to side specifications at all tested thickness settings. A follow up medwatch will be submitted once the full investigation is complete and a root cause has been established.

Event description:
Additional information received on november 2, 2016 stating that the event occurred during surgery on (B)(6) 2016. There was an impact to the patient by a laceration injury caused to patient's thigh that required sutures as a direct result of the dermatome malfunction. The graft was not damaged as dermatome would not move past initial point of impact; commence new graft harvest. There was a slight extension in the surgery time as the laceration required suturing (approximately 20 minutes); the patient was under anesthesia at the time of the delay. The device was not repaired by someone other than zimmer biomet. There were no contributing conditions related to the event and the surgical technique for the product was believed to be used. An alternate device was retrieved for use during the procedure.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the air dermatome on october 19, 2016 revealed minor cosmetic damage to the head and neck of the hand piece including scratches and nicks. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was not flush with the control bar. The control bar was low on the left hand side and obscured by the master blade. The safety switch operated as intended. The device was tested under the stroboscope with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer¿s hose and operated within motor speed specifications. The 4 inch width plate was significantly worn. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
Additional information received from the customer on october 12, 2016 stated that the event occurred during surgery on (B)(6) 2016. There was harm noted to the patient as additional surgery (or tissue harvest) and additional intervention. There was an extension in surgery time of 30 minutes or more with the patient under anesthesia. An alternate device was available for use.